Event description:
It was reported by dealer that patient used the 9201bl transport chair for a few days and brought it back stating the left foot rest was broke at the weld and that the frame is bent. Dealer did not have additional information regarding the patient, he stated no apparent patient abuse.